Event description:
Pt 10" into tx when c3 went into system shutdown. Clamps closed. Unable to rinse venous blood back to pt. Unable to pull up alarm screen to verify reason for system shutdown. MFR serviced post event 07/18/97 workorder number w70718ek06. Equipment under contract maintenance.